Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional information has been requested. A completed questionaire has not been received. (B)(4).

Event description:
A consumer's husband reported that following bilateral intraocular lens (iol) implant surgery, his wife reported that she could not see well with either eye. Additional information was received indicating that both of the iol's were exchanged for monofocal iol's by a different surgeon. The exact date of the lens exchanges were unknown. The consumer's husband indicated that his wife can see well now. Additional information was requested. There are two medical device reports associated with this event. This report is for the left eye.